Event description:
The patient had a breast augmentation performed at the facility. During the procedure, a lighted chest retractor was left lying on the chest while the physician dissected tissue. The connection between the light cord and the retractor was hot and burned the patient. The connection heated very quickly. The connection caused a half dollar size blister on the patient. I spoke with the pt in 2008, and she stated there was a raised scar. The light source remains on the inactive list. The light source heated up quickly and overheated, causing a burn on the patient.